Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a pacemaker that was undersensing the patient's intrinsic r waves. Programming changes were performed. Changes resolved the issue as no further transmissions regarding the device was received post-programming. Patient was asymptomatic.